Event description:
There was no delay in the procedure and the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2 and e3 should be blank in the initial medwatch. G2 (company representative and health professional should be deselected from initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was caused due to a faulty ignitor board and faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited no light from the lamp. The issue was found during preparation for use for a diagnostic laryngoscopy procedure and the procedure was completed using a similar device. There were no reports of patient harm.